Event description:
Attending surgeon advised that a pt stood up four days following hernia repair, exerted pressure and felt something tear. The pt was returned to surgery. Attending reported that the initial device tore approx 2-3 cm in a linear fashion resulting in a recurrent hernia. The suspect mesh remains in-situ; a larger mesh was used as a covering to correct this event. Pt is reported as well.